Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were not placed prior to the injection. The procedure was performed under local anesthesia. On (B)(6)2023, the patient complained of rectal bleeding. The physician's office followed up with the patient on (B)(6) 2023. Therefore, physician decided to delay the radiation treatment one week, due to this event. No medical intervention or medications were need it to address this event. On a computed tomography (CT) scan showed the hydrogel had migrate and appears to be in the rectal cavity. It was reported the rectal bleeding was caused by the hydrogel migrating into the rectal wall. The patient's moderate hypofractionation radiation treatment began on (B)(6) 2023. It was reported the patient has undergone ten fractions. The patient is expected will complete 20 fractions of radiation treatment.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were not placed prior to the injection. The procedure was performed under local anesthesia. On (B)(6), 2023, the patient complained of rectal bleeding. The physician's office followed up with the patient on (B)(6) 2023. Therefore, physician decided to delay the radiation treatment one week, due to this event. No medical intervention or medications were need it to address this event. On a computed tomography (CT) scan showed the hydrogel had migrate and appears to be in the rectal cavity. It was reported the rectal bleeding was caused by the hydrogel migrating into the rectal wall. The patient's moderate hypofractionation radiation treatment began on (B)(6) 2023. It was reported the patient has undergone ten fractions. The patient is expected will complete 20 fractions of radiation treatment.

Manufacturer narrative:
Correction: the block d4 has been updated with the correct UDI, catalog and model number information. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non-vascular.